Manufacturer narrative:
The device involved in the incident was returned stuck on the packaging. The device involved and retained samples of the same lot size have been tested visually, electrically and thermally. Mechanical tests were performed on 2 retained samples (the device involved in the incident was in a state not suitable for the mechanical test). All devices were found to perform within limits. No faults could be detected. The device involved shows hair at all three burn sites. This finding of hair and the information provided in the questionnaire indicate the IFU has not been followed. It states explicitly "shave the chosen skin area and clean it carefully e.g. Of cosmetics. Dry it thoroughly, in particular if alcohol or other skin cleaning fluids are used." In addition, the IFU explicitly states a warning "if an electrosurgical unit offers an electrode contact quality monitoring system like rem, nessy, arm, etc., always use a split electrode." An electrode monitoring system cannot work with a standard un-split electrode. The conmed system 5000 offers such a monitoring system (arm). The hospital has used a non-split electrode. The use of a split electrode (instead of a non-split electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. We, therefore, conclude that a user error caused the event.

Event description:
On (B)(6) 2010, a 30 minutes hemorrhoids removal procedure (milligan and morgan) was performed at (B)(6) hospital, (B)(6). A conmed system 5000 electrosurgical generator and a non-monitoring dispersive electrode (model rs01) were used. The power setting was described as standard. The patient was lying in the gynecological position and was not repositioned. The electrode was placed on the left thigh. The patient was of normal built. The skin type of the patient was described as "normal with abundant hair". The skin was showered and dried, not shaven, not disinfected, not dried and no ointment has been applied. At the end of the procedure, 3 burns underneath the dispersive electrode were discovered, one close to the cable connection on the right side (when viewed from the gel side), the others on the opposite long edge close to the far corner. The wounds have been described as "eschars caused by burn in 3 points of about 7mm of diameter". The hospital stated the electrode had partially detached at the burn sites, detached areas approx 1 cm each. The wounds have been treated with sofargen cream.